Event description:
The posterior capsule broke prior to implanting the iol. The lens was implanted in the sulcus, then removed and replaced with an anterior chamber lens. The incision was enlarged to remove the lens and a suture was used to close the wound.